Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak was observed at the engagement above the drip chamber of a blood tubing set in the middle of blood transfusion. The tubing was replaced and the transfusion was completed, while approximately 25ml of blood had to be wasted. The event occurred in adult bone marrow transplant unit (bmt). Although requested, additional information was not provided.